Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to properly fire when activated or to determine it root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that he pinched up and felt the cannula inject. When he bolused, he felt the needle finish its firing routine. The customer's blood glucose rose to 380 mg/dl.